Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failures, "inside of lg lens has foreign objects", "c-cover has foreign objects" and "forceps channel port has foreign objects" is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the identified failures "a/w-tube with foreign material" and "a/w-cylinder with foreign material" is cause traced to failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile waterway cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign materials in the following components: forceps channel, air/water tube, air/water cylinder, bending section cover, and light guide lens. There was no patient involvement.